Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alleged under delivery because when connected to the replacement insulin pump blood glucose goes up. The customer¿s mother reported that the customer was in emergency room due to hyperglycemia as well as diabetic ketoacidosis on an unknown date. The customer blood glucose level was 28 mmol/l at the time of hospitalized and went upto 30 mmol/l. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip and mdi during hospitalization. Customer experienced symptoms such as vomiting, stomach, confusion, eyes hurting. Customer was able to complete carelink upload. The device will not be returned for analysis.